Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding(general)") and suicidal ideation ("suicidal thoughts") in a 38-year-old female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included endometriosis since 2015. Concomitant products included alprazolam (xanax), clorazepate dipotassium (tranxene-t), estradiol, fluoxetine hydrochloride (prozac), naproxen, norethisterone acetate (norethindrone acetate), temazepam and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("low back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, 8 months 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2016, the patient experienced urinary tract infection ("uti's"), fungal infection ("yeast infections"), mood swings ("mood swings"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions: back broke out"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems,"), dizziness ("dizziness"), suicidal ideation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vision blurred ("blurred,"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal rigidity ("hardening of my stomach"), abdominal distension ("bloating,"), alopecia ("hair loss") and contusion ("severe random bruising"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), dysmenorrhoea ("painful periods"), depression ("depression"), allergic sinusitis ("sinus allergies"), pyrexia ("unexplained fevers"), hot flush ("hot flashes") and burning sensation ("hands would burn"). The patient was treated with surgery (13may2016, hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on 13-may-2016. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, urinary tract infection, fungal infection, dysmenorrhoea, back pain, mood swings, depression, genital haemorrhage, allergic sinusitis, pyrexia, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, hot flush, burning sensation, suicidal ideation, vaginal discharge, vision blurred, fatigue, weight increased, abdominal rigidity, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, arthralgia, abdominal pain and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergic sinusitis, alopecia, arthralgia, back pain, burning sensation, contusion, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pyrexia, rash, suicidal ideation, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 156 lbs diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 17-feb-2016: total bilateral occlusion concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event mood swings, depression, abnormal bleeding(genreral), sinus allergies, unexplained fevers, apareunia (inability to have sexual intercourse), back broke out, migraines, headaches, nausea, dental problems, dizziness, hot flashes, hands would burn, suicidal thoughts, vaginal discharge, blurred, fatigue, weight gain, hardening of my stomach, hardening of my stomach, bloating, hair loss, abnormal bleeding(menorrhagia), abdominal pain, hip pain, pain nos updated to low back pain, severe random bruising,abnormal bleeding(vaginal). Lab data , height were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included endometriosis since 2015. Concomitant products included alprazolam (xanax), clorazepate dipotassium (tranxene-t), estradiol, fluoxetine hydrochloride (prozac), naproxen, norethisterone acetate (norethindrone acetate), temazepam and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), urinary tract infection ("uti's"), fungal infection ("yeast infections"), dysmenorrhoea ("painful periods") and pain ("pain"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, urinary tract infection, fungal infection, dysmenorrhoea and pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fungal infection, menstrual disorder, pain, pelvic pain and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Event "did you undergo an essure confirmation test: no" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding(general)") and suicidal ideation ("suicidal thoughts") in a 38-year-old female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included endometriosis since 2015. Concomitant products included alprazolam (xanax), clorazepate dipotassium (tranxene-t), estradiol, fluoxetine hydrochloride (prozac), naproxen, norethisterone acetate (norethindrone acetate), temazepam and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("low back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, 8 months 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2016, the patient experienced urinary tract infection ("uti's"), fungal infection ("yeast infections"), mood swings ("mood swings"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions: back broke out"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems,"), dizziness ("dizziness"), suicidal ideation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vision blurred ("blurred"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal rigidity ("hardening of my stomach"), abdominal distension ("bloating,"), alopecia ("hair loss") and contusion ("severe random bruising"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), dysmenorrhoea ("painful periods"), depression ("depression"), allergic sinusitis ("sinus allergies"), pyrexia ("unexplained fevers"), hot flush ("hot flashes") and burning sensation ("hands would burn"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingo-"oophorectomy".). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, urinary tract infection, fungal infection, dysmenorrhoea, back pain, mood swings, depression, genital haemorrhage, allergic sinusitis, pyrexia, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, hot flush, burning sensation, suicidal ideation, vaginal discharge, vision blurred, fatigue, weight increased, abdominal rigidity, abdominal distension, alopecia, vaginal haemorrhage, menorrhagia, arthralgia, abdominal pain and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergic sinusitis, alopecia, arthralgia, back pain, burning sensation, contusion, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pyrexia, rash, suicidal ideation, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 156 lbs diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), urinary tract infection ("uti's"), fungal infection ("yeast infections"), dysmenorrhoea ("painful periods") and pain ("pain"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, urinary tract infection, fungal infection, dysmenorrhoea and pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fungal infection, menstrual disorder, pain, pelvic pain and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.